Event description:
A risk manager reported ¿l-cath PICC 26 gauge, leaking at the edges at the top of the catheter right after placement. Line pulled before taped down and restarted. This is an on and off again problem with these catheters¿.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.